Event description:
A healthcare provider (hcp) reported that a pt had been admitted to the hospital for pain two (2) weeks after his pump was implanted. Per the hcp, the pt had malignant pain. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).